Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was massive heart attack. The caller stated that the customer became ill four months prior to passing. The caller did not know the customer's blood glucose at the time of death. However, the last recorded blood glucose value was 49 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump at the time of death; it was disconnected one day prior to passing, when the customer arrived at the hospital. The customer used sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip. (B)(4).